Event description:
Surgeon reported that a pt presented to the emergency room several hours after an open inguinal hernia repair with complaints of abdominal swelling and discoloration. A CT scan revealed a hematoma. The pt was taken back into the or for an exploratory laparotomy. The surgeon removed the device in order to visualize the source of the bleeding. A compromised vessel was identified in the pre-peritoneal space. The bleeding was controlled and a "plug and patch" technique employed to complete the procedure. The pt is reported in good condition.